Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost about 10 sensors due to a needle break over a short period of time. Customer's blood glucose level was not reported. The device was not returned.